Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "one box" of flexicaps was "peeled inside the box" (not further specified). This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.